Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The truliant patellar drill (02-029-32-4000) becomes jammed in the truliant advanced patella drill guide (02-029-32-3000) and the truliant standard patella drill guides (02-029-32-20**). At least one hole of one drill guide was found to be undersized. Testing was performed, and it was found that the truliant advanced patella drill guide and truliant standard patella drill guides do not last through as many cycles of misuse (off-axis drilling) as expected. Most likely underlying cause/root cause: per (B)(4), CAPA (B)(4)3, and (B)(4), the deformed truliant patellar drill and truliant standard patella drill guide reported were likely the result of drilling off-axis. However; further investigation and testing will occur as part of CAPA (B)(4). IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The resident was drilling at the wrong angle and shredded the metal of the drill, no delay, and no reported adverse event. Per (B)(4), CAPA (B)(4), and (B)(4), the deformed truliant patellar drill and truliant standard patella drill guide reported were likely the result of drilling off-axis. However; further investigation and testing will occur as part of CAPA (B)(4).

Event description:
It was reported from the us that during an orthopedic surgical procedure a surgeon experienced an issue with a 3-peg patellar drill. The drill got caught and stripped in the drill guide. The agents didn¿t think there is any problem with either instrument, the resident just started drilling at the wrong angle and shredded the metal. No delay and no reported adverse event. The patient was stable leaving the operating room. Agent was not present at time of surgery. Inactive agency with no hospital/other contact information for the event. No additional information.